Event description:
Device history records were reviewed for the suspect lead device. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Additional information was received that the low impedance was seen immediately following initial interrogation and not after settings or therapy mode was changed. The output current status was noted to be ok and no other errors were seen. Internal generator data was received and reviewed.

Manufacturer narrative:
D5, corrected data: initial report inadvertently submitted with the incorrect operator of the device. H6, corrected data: initial report inadvertently omitted code f1905.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during the patient's new implant procedure, low impedance was seen. The surgeon verified nerve connection, checked irrigation, and performed a generator diagnostic which was within normal limits. Low impedance continued to be seen, and a backup lead was then used, which resolved the impedance issue. The suspect device has not been received to date. No additional relevant information has been received to date.